Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's case manager reported via telephone call that the customer was hospitalized with a blood glucose of 970 mg/dl. The customer had diabetic ketoacidosis and nausea and was vomiting. The blood glucose reading was 282 mg/dl at the time of the call. The customer was wearing the insulin pump at the time and was stabilized at the hospital. The customer's fiance called to trouble shoot and reported that the drive support cap was flush and the insulin pump was dropped on (B)(6) 2015. No air bubbles or leaks were found. The insulin looked good and the insertion site was not sore or irritated. The fiance declined further troubleshooting.